Event description:
It was reported that during a da vinci-assisted surgical procedure, the 0-degree plus endoscope was ¿auto-zooming¿. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product involved in this complaint to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.